Event description:
It was reported that the user experienced severe hyperglycemia while using the ilet with a steel infusion set, with blood glucose confirmed by fingerstick as high as 519 mg/dl and persistent elevation for several hours despite a supply change and no pump alarms. The event was attributed by the caregiver to an insulin absorption issue at the infusion site, with no bent cannula, tubing, or cartridge problems identified, and the user was transitioned off ilet to an alternate subcutaneous insulin therapy and subsequently taken to the emergency department. Symptoms included hyperglycemia without reported ketoacidosis. Outcomes included emergency department evaluation with ketone testing, no additional insulin administered by staff, clinical improvement with glucose declining to the 300s and then to 271 mg/dl, and recovery with later resumption of the ilet under endocrinology follow-up. Investigation included review of the reported event details and complaint assessment with troubleshooting and education completed. Investigation of this case revealed user-reported poor insulin absorption at the infusion site with cause not confirmed. It was concluded that the cause of the hyperglycemia was unclear and that medical attention was required. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.